Event description:
It was reported that the needle on the pcd device broke while it was being inserted into the patient. The remaining piece of the needle was removed completely and no medical interventon was required. The were no adverse consequences and no delay reported.

Manufacturer narrative:
Lot number corrected to be lot #11152012.

Manufacturer narrative:
The reported condition could not be confirmed, since the involved product was not available to stryker for evaluation.nevertheless, the reported event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. H3 other text : device not returned

Event description:
It was reported that the needle on the pcd device broke while it was being inserted into the patient. The remaining piece of the needle was removed completely and no medical intervention was required. The were no adverse consequences and no delay reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the needle on the pcd device broke while it was being inserted into the patient. The remaining piece of the needle was removed completely and no medical intervention was required. The were no adverse consequences and no delay reported.